Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. Due to new information that was received on 2019-04-16, the event is now reportable for serious injury as there is surgical intervention scheduled. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer¿s representative (rep) on 2019-apr-16. It was reported that a catheter revision was scheduled for (B)(6) 2019. There were no further complications reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer who reported that he was having "problems" about 6 weeks after implant. There was an issue with the catheter and the catheter was defective. They discovered the catheter had several holes in it and drug was leaking in the patient¿s body. The patient stated he had to go 4 months without pain medications because of this issue.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional via a manufacturer representative (rep) indicated the patient was receiving dilaudid (hydromorphone) 15 mg/ml for a total dose of 0.721 mg/day, gablofen 100 mcg/ml for a total dose of 4.81 mcg/day, and bupivacaine 10 mg/ml for a total dose of 0.481. It was indicated that the intrathecal catheter was replaced at the catheter revision on (B)(6) 2019. It was noted that there appeared to be a very small hole/bubble on the removed catheter where the nose of the anchor was placed. It was unknown what factors may have led or contributed to the issue. It was noted that the issue was resolved at time of report and the patient's status at time of report was alive-no injury. The patient's weight was asked and will not be made available. There were no further complications reported/anticipated.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. Analysis found there was a compressed area in the catheter body. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a company representative. The part of the catheter that was replaced was in the possession of the company representative and was to be returned to the manufacturer for analysis on 2019-apr-30.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 04-apr-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving compounded baclofen, dilaudid, and another unknown drug via an implantable pump for non-malignant pain. The drug concentrations and dose rates of all three pump medications were unknown. It was reported that in (B)(6) 2018 (month and year known only) the patient¿s back started hurting really bad so the patient went to their physician every week for 5 weeks to have the medication in the pump upped, but that didn't help so the patient had magnetic resonance imaging (MRI) performed and three bulging discs were found (l1, 3, and 5). The bulging discs weren't bad enough to have surgery done on. It was also found that the patient had stenosis of the spine and some spurs on his spine. The patient had fractured his back twice in the last 2 years. It was further noted that the patient has an entrapped pudendal nerve and the physician kept upping the amount of medication he gets from pain pump due to the entrapped left pudendal nerve and every time the patient urinates, it burns, and they get sharp pains that shoot up into his urethra tube and kidneys. It was noted that the medicine from the pump hasn't been controlling pain. The patient wasn't getting any other oral medications and had been on "oxy 30" for 2.5 years every 3 hours (prior to pump). The entrapped pudendal was pre-existing and he had that since 2008. The type of procedure required to fix the entrapped pudendal nerve was mentioned at the time of the report and that the patient couldn't do that because it was too costly. The pump was refilled weeks ago and the patient¿s next refill was to occur on (B)(6) 2019. It was noted that the hcp had tested the drug in the pump and the patient was told that he was good. It was further reported that the patient had a dye test performed yesterday (B)(6) 2019 and they couldn't do it because blood was coming back in the dye study. The tube had turned kind of grey and the physician doing procedure told the patient that he might have an infection and would probably have to have pump, and everything replaced. It was further indicated that the catheter didn't look right or something during the dye test. The healthcare provider that did the test was going to send the test results to their pump physician on (B)(6) 2019. It was noted that a company representative was present for test. The patient was to follow-up with their hcp. No further patient complications have been reported as a result of this event. The patient¿s medical history included: pudendal nerve entrapment.